Event description:
The gj tube kit with introducer had no sterile 4x4, lidocaine, drape, gloves. The following things were defected. The scalpel: issues with the glide, the introducer dilator tip broke off in patient. The guide wire started to fray on the way out of the patient.